Event description:
It was reported that the surgeon noticed a crack on the device after inserting it into the pt. It was seen through the telescope. They removed the sheath and replaced it with a new one. No injuries to the pt.

Manufacturer narrative:
The exact cause of the cracks in the ceramic tip cannot be determined. Due to the dents/damage on the steel tube, the cause of this failure is determined to be caused by the customer. Common causes of ceramic tip damage as determined from prior investigations are noted below: application of excessive lateral force on the instrument during insertion or removal from the cysto sheath, which fractures the ceramic and causes pieces of the ceramic to break from the tip. Dents or other damage to the steel tube are indicators of this type of misuse. Please note that this mishandling is cautioned against in the instructions for use manual that is shipped with the instrument. Exposure of laser energy to the ceramic tip, which can cause overheating and cracking/breaking of the ceramic material. Dropping the instrument or hitting the tip against other instruments or against sterilization containers is another common cause of ceramic tip breakage. This type of damage to the ceramic tip can result in complete separation of the tip or possibly chips or cracks in the tip that will lead to failure during subsequent handling or use.